Event description:
It was reported that during a laparoscopic cholecystectomy procedure, following standard assembly procedure for device, they performed instrument testing and started the procedure. After 20 minutes an error code 3 was identified on display. The procedure was finally performed with electrocautery. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4).. Evaluation summary: the hand piece was tested on a generator and gave an error code 5. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Due to this condition, it may lead for an error code 3 to occur.